Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for dizziness. A review of the implanted system showed increased pacing impedances, increased pacing thresholds, and loss of capture on this right ventricular (rv) lead. The system was reprogrammed from bipolar to unipolar pacing and the patient was discharged. The patient returned later for a follow-up. During the follow-up, many noise oversensing episodes that led to pacing inhibition were observed. The physician elected to schedule a lead replacement. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated that a revision procedure took place and this rv lead was surgically abandoned. No additional adverse patient effects were reported.